Event description:
Caller reported a malfunction on pump with a fault ID available, specifically malf 6. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Cts provided assistance with pump reset information and helped the caller successfully reset the pump, after which no malfunction code recurred. Customer was permitted to continue using the pump and was instructed to contact cts again if any issues or recurrences occur.